Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿adjust belt¿, ¿check therapy electrode¿ messages) was confirmed due to an open pulse wire in the trunk cable. The root cause for the open wire was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "check therapy electrode" and "adjust belt" messages.